Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. The reason for reoperation was/is rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases, brown particles material was found on the shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, more than three openings striated and nicks striated. Based on the device analysis the final assessment is: three striated patterns along the same edge in the side anterior/radius broken due to surgical damage; more than three openings striated assessed as surgical damage; nicks striated assessed as surgical tool scratch like; missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown and rupture. Device has been explanted.